Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-06066 and 2134265-2013-06065. It was reported that during percutaneous coronary intervention procedure, the motor drive unit stopped to perform automatic pullback. The ilab ultrasound imaging system unit was used in conjunction with an opticross intravascular ultrasound catheter and sled intended to visualize the mildly calcified, non-tortuous and 70% stenosed lesion at the left anterior descending (lad) artery. It was noted that during the procedure, difficulties occurred in retracting the movable imaging core completely to the proximal position via the telescoping shaft. There was a strong frictional force experienced in pushing the telescope shaft. The physician helped the nurse in retracting the imaging core by lubricating the telescoping shaft with heparin saline. Finally, the imaging core was retracted to the proximal position. Opticross used to acquire image of a big lad around 4.0mm, however, the physician complaint again of the image resolution. The lumen and vessel size were not clearly seen, the pullback was intermittently failed, was attempted for three times, artifact occurred and the pullback stop at around 40mm with no image shown. The procedure was completed with no patient complications were reported and the patient's status is stable.